Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "the drill bit got caught in the drill guide while attempting to drill peg hole."